Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. Manufacturer reference #: (B)(4).

Event description:
Additional information was provided by the investigator, who concluded that the cyclodialysis cleft was created intraoperatively due to unexpected patient movement. The distal portion of the hydrus entered through this cleft and was placed posterior to the canal at the time of surgery. The proximal portion of the hydrus migrated further posteriorly between 1 week to 1 month postoperatively, resulting in the entire microstent residing in the supraciliary space and no longer visible on gonioscopy. The patient has not experienced any discomfort, inflammation, vision loss or iop elevation. There has been no indication to reposition or remove the microstent.

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Microstent migration is listed in the device labeling as a potential adverse event. (B)(4).

Event description:
An ide subject with refractory glaucoma underwent implantation of the hydrus microstent on (B)(6) 2018. During implantation the surgeon encountered difficulty due to patient movement and the first 2 clock hours of the device were not visible during final implantation. On (B)(6) 2018 (1 week visit), gonioscopy was only able to visualize the inlet of the microstent and the investigator reported microstent migration. At this visit the subject's medicated iop was 11 mmhg (medicated baseline was 20.8 mmhg) and bcva was 20/20. As-oct revealed a cyclodialysis cleft and a portion of the implant in the supraciliary space. Subsequent iop measurements ranged from 18 to 23.5 mmhg. At the 1 month examination on (B)(6) 2018, the device appeared to have migrated further and was no longer visible on gonioscopy; dilated fundus examination performed at this visit showed the peripheral retina was intact. The cyclodialysis cleft resolved by the 2 month exam and at the 3 month exam (last exam), the device position remained stable in the supraciliary space and iop was 16 mmhg. There were no reports of anterior chamber cells or flare (with the exception of 1+ ac cells observed on day 1). There were no reports of patient discomfort or pain during the follow-up period.